Manufacturer narrative:
The previously applied device codes and evaluation codes are no longer applicable for this event. These codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they have not had any medication ora refill in about 3-4 years, relative (B)(6) 2019, and her pump was alarming. The patient was not able to find a doctor to fill their pump, so the pump has not had anything in it for about 3-4 years. The alarm was consistent with a synchromed alarm. The alarm sounded like an ambulance and the patient stated it was non-stop beeping. It was reported this alarm began on (B)(6) 2019. It was indicated the pump should be at end of service (eos). The patient was directed to work with a physician to turn off or disable the alarm. The patient stated they did not have a doctor. Physician listings were provided. The patient stated the implant site had "like an air bubble" and the pump was moving around in the air bubble. The patient has also experienced a painful burning sensation. The pain was in the lower right side of their abdomen at the implant site. The pain began 3 days earlier, relative to (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump was alarming or beeping. Patient stated her pump had been without medication for almost 2.5 years now and stated her alarm was going off. Patient was trying to find a healthcare professional (hcp) to help with her pump because she got off pain pills and everything and when her pump ran out, they wouldn't refill it because she smoked marijuana. Patient mentioned that she just found out that there was a recall on the pump that she had, and stated that she was told to consult an attorney but patient was looking online and found patient service (ps) number so she wanted to call and see what she could do because she was on disability and had medicaid, but couldn't find anybody to take care of her pump. Patient stated she was experiencing burning sensation and the alarm was turning on and off, she couldn't sit properly and do anything due to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.